Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent heart transplantation. The outcome was not considered to be device or therapy related. The device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2: correction. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
To the site's knowledge, the device had operated as expected.